Event description:
Please refer importer report # (B)(4).

Manufacturer narrative:
The reporting facility did not identify the reported ck cor-knot device. The reporting facility returned four devices. The manufacturer's engineer examined the four devices and the report that the "device for cinching valve suture misfired while being deployed" could not be replicated. The devices were visually and functionally examined and the devices met the specification requirements. A review of two years of complaints did not indicate any additional similar reports. The failure could not be confirmed on the reported device. Therefore, no reasonable or defined course of action is available based on lack of evidence of a confirmed failure mode.